Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the equipment had stopped in the middle of a right eye cataract procedure and vacuum had stopped. The cassette was replaced and the procedure was replaced and the procedure was completed without consequences to the patient. Additional information and product sample have been requested for this report.

Manufacturer narrative:
The system was examined and the reported event was replicated. The hub roller assembly was replaced to address this issue. The system was tested and found to meet product specifications. The customer did not retain the cassette sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the reported event can be attributed to a nonconforming hub roller assembly. (B)(4).